Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the vascband air self-deflating. Hematoma was formed and compression was held. The current patient condition is reported as "fine". Additional information was requested and no information was received regarding medical intervention.

Event description:
It was reported that: the vascband air self-deflating. Hematoma was formed and compression was held. The current patient condition is reported as "fine". Additional information was requested and no information was received regarding medical intervention.

Manufacturer narrative:
(B)(4). There was no product returned for this complaint. No returned product evaluation could be completed. Lepu was notified of the complaint. Device history record was completed. Case details were reviewed. Customer stated "air self-deflating. Hematoma formed compression held." No unit was returned to vsi/teleflex for evaluation. It is unknown if any damages were present on the unit. Additional information was requested. No response was received. It is unknown how much ml was inflated. Air leak volume is unknown. Per IFU states hematoma formation as a potential adverse event that maybe associated to the use of vasc band. For further investigation, lot review and other testing.